Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood flow was forced back through the unspecified bd¿ tube. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that while using one of the tubes, when attached to an adapter with a butterfly needle, the blood flow was forced back through the tubing. No vacuum in around 6 out of 50 tubes used. While using one of the tubes, when attached to an adapter with a butterfly needle, the blood flow was forced back through the tubing.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. H3 other text: see section h.10.

Event description:
It was reported that blood flow was forced back through the unspecified bd¿ tube. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that while using one of the tubes, when attached to an adapter with a butterfly needle, the blood flow was forced back through the tubing. No vacuum in around 6 out of 50 tubes used. While using one of the tubes, when attached to an adapter with a butterfly needle, the blood flow was forced back through the tubing.